Manufacturer narrative:
Added explant investigation summary: lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted. The following is a summary of the explant investigation observations: tissue present: yes. The abluminal surfaces were multi-focally covered in scattered plaques of red/brown, tan, and yellow tissue, except for additional notes mentioned below. The lumens of all specimens were patent. Minimal, scattered plaques of red/brown tissue were present on the luminal surfaces. Specimen 1 (tf-1/ae): the specimen consisted of a fragment the main body of the trunk (tf-1) with an aortic extender seated within. The abluminal surface of tf-1 was covered in brown/red and tan tissue and the abluminal surface of ae was generally devoid of tissue (where visible with images provided). Tf-1 was transected at the distal aspect, just proximal to the area of bifurcation. A longitudinal transection was present along the length of both specimens. A portion of the constraint sleeve was attached to the proximal aspect of tf-1 and transected at the distal aspect. No endoanchors were observable with the images provided. Specimen 2 (tf-2/ie): the specimen consisted of a fragment of the trunk (tf-2) with an iliac extender endoprosthesis (ie) seated within the contralateral gate and extending distally. On tf-2, the proximal aspect and the distal aspect of the ipsilateral leg were transected. A circumferential transections were present on ie, just proximal from the distal aspect, creating two separate sections of the stented graft attached via the constraint sleeve. Specimen 3 (tf-3/cl): the specimen consisted of a fragment of the trunk ipsilateral leg (tf-3) with a contralateral leg endoprosthesis (cl) seated within and extending distally. The proximal aspect of tf-3 and the attached constraint sleeve were transected. The constraint sleeve was still attached to the distal aspect of tf-3. A foci of tan tissue was present on the distal aspect of cl, extending distal from the device edge and over a portion of the distal orifice. Specimen 4 (clf): a large foci of tan/yellow tissue was present on the abluminal surface, on the distal aspect of the fragment. The foci of tissue extended partially into the distal lumen. The proximal aspect was transected. The proximal aspect of the device could not be identified with the images provided. The constraint sleeve was attached at the distal aspect and not attached at the proximal aspect. Request for additional analysis: no. Reason: material disruptions (i.e., transections) are consistent with those caused by surgical instrumentation (i.e., scalpel/scissors) used during the explant process. Based on the explant investigator¿s review of the geprovas report, suspicion for connective tissue disorder, and reason for explant (endoleak) no additional analysis is requested.

Event description:
It was reported that on (B)(6) 2018, the patient presented with an asymptomatic abdominal aneurysm and was treated with the implantation of gore® excluder® aaa endoprostheses. On an unknown date a type ia endoleak was identified that was treated with 31 heli-fx endoanchors®. On (B)(6) 2020, the endoprostheses were explanted due to persisting endoleak. The surgeon suspects a connective tissue disorder.